Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The hard drive was nonconforming and replaced. It cannot be determined conclusively how this component became nonconforming. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming hard drive. It cannot be determined conclusively how this component became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console hung before a cataract surgery. No system message was displayed. The system completed the boot up cycle successfully. There was no patient impact.